Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025 at 3:00 am, the patient visited the emergency room due to complications from high blood glucose. The hospital stay lasted approximately 2 hours. Upon admission, the patient's bg level was measured at 394 mg/dl. The customer experienced vomiting, which was a contributing factor to the hospitalization. Ketone testing was performed, with results showing a level of 2. To manage the high bg, the customer initially used an insulin pen for treatment. The customer confirmed that they had tested for ketones, and the emergency room visit was necessitated by the high blood glucose value, which had led to symptoms suggesting potential diabetic ketoacidosis (dka). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003834, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 12-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6003834". If the count of complaints equals or exceeds 4, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6003834 was manufactured according to the work instruction (wi) version 77 and manufactured in the machine 12 on 14-oct-2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc), bugs found in cr 2. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code no malfunction based on complaint information no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no testing is required. One non-conformance (nc) raised during production no related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.